Manufacturer narrative:
H4: device manufactured between october 17, 2019 to october 18, 2019. H10: three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The devices were further inspected via magnification, and no black foreign material was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags in which black foreign material was found at an unspecified location. This was identified during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.